Event description:
During a standard dental treatment the handpiece heated up but did not cause any injury. Several pts did complain that it felt hot during the treatment. As nobody was injured the dental office did not take note about the issues, hence it is not possible to supply further data related to pts.

Manufacturer narrative:
The analysis did show that the bearings have been gritty and vibrating. Also debris was found in the handpiece and the spray water was clogged. The heat up was reproducible. Also a dent was found at the head of the hand piece. The history of the product showed that it was in use since 2005 without any repair. Most of the issues are the result of the normal wear process which takes place during the use. The debris and the clogged spray show that the maintenance / reprocessing was not performed as required. The dent in the head shows that the handpiece received a strong hit, e.g. A drop during reprocessing. The user instruction requires a visual and functional test prior to each treatment to ensure that the handpiece is running within specification. It contains also a note that the handpiece should be sent in for repair / check regularly. How often is based on the frequency of use of the handpiece. Reported due to the 2 yr presumption rule.